Event description:
A report was received that the patient was not getting adequate stimulation due to high impedance contacts. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4), description: splitter kit - 30cm. Additional information was received that the patient underwent a lead revision procedure. The physician explanted the infinion lead and splitter and implanted two percutaneous leads. The patient was reportedly doing well. Serial number (B)(4) ((B)(4)) the complaint has been confirmed. Visual inspection revealed that the proximal end was bent distal of the retention sleeve. The infinion lead couldn't be fully inserted into the splitter connector due to the damaged proximal end. X-ray inspection showed five broken cables matching the contacts that failed continuity test. Serial number (B)(4) ((B)(4)) device evaluation indicated that the splitter passed visual, performance and photographic imaging tests performed. The splitter exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30 serial # (B)(4) description: splitter kit - 30cm.

Event description:
A report was received that the patient was not getting adequate stimulation due to high impedance contacts. The patient will undergo a lead replacement procedure.